Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), right ventricular (rv) noise and oversensing were observed with isometrics. There was no pacing inhibition. Device based testing produced normal lead measurements which were in line with the pacing system analyzer (psa) measurements. The noise was attributed to air bubbles in the header. The lead was disconnected and reinserted and the noise was observed again. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Microscopic visual inspection found a hole in the rv seal plug. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.